Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure is the nylon ties has loose hardware. Additional malfunction is the gear clamps for the manifold have leaking hoses.